Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the surgeon was not able to press the green button and was not able to squeeze the handle. The device did not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.